Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head has not produce an image, screen is black. I issue occurred during set up. There were no reports of patient harm.